Event description:
Maintenance supervisor stated a new aid was attempting to transfer a resident with the stand assist by themselve. The resident fell and suffered a broken pelvis and head laceration that required stitches. Investigation found the stand assist functioning correctly. The sling also appeared functional but was 5 years old. Manufacturer recommends replacing sling every 6 months.